Event description:
It was reported that a device fragment could not be retrieved. A 2.4mm jetstream xc catheter and non-bsc guidewire were selected for use to treat peripheral artery disease. The target lesion was located in the popliteal artery and was severely calcified and mildly tortuous. The procedure was performed two weeks after a prior procedure as the popliteal artery was clogged again. Three to for passes were made through the lesion in blades down mode. Some points of the lesion were difficult to pass through, and the catheter 'jumped'. The catheter then became stuck on the guidewire, and then in rex mode it was retractable but difficult to retract. At 17:25 of the atherectomy time, the catheter became difficult to remove, and then completely froze on the guidewire. After removal of the catheter, it was discovered that the distal end of the guidewire had fractured. A snare was used to retrieve the fragment, but it was unsuccessful. A stent was then implanted in the popliteal artery. The patient status was fine post-procedure. There are no plans from the physician to remove the fragment at a later date.

Event description:
It was reported that a device fragment could not be retrieved. A 2.4mm jetstream xc catheter and non-bsc guidewire were selected for use to treat peripheral artery disease. The target lesion was located in the popliteal artery and was severely calcified and mildly tortuous. The procedure was performed two weeks after a prior procedure as the popliteal artery was clogged again. Three to for passes were made through the lesion in blades down mode. Some points of the lesion were difficult to pass through, and the catheter 'jumped'. The catheter then became stuck on the guidewire, and then in rex mode it was retractable but difficult to retract. At 17:25 of the atherectomy time, the catheter became difficult to remove, and then completely froze on the guidewire. After removal of the catheter, it was discovered that the distal end of the guidewire had fractured. A snare was used to retrieve the fragment, but it was unsuccessful. A stent was then implanted in the popliteal artery. The patient status was fine post-procedure. There are no plans from the physician to remove the fragment at a later date.

Manufacturer narrative:
Device eval by MFR: the returned product consisted of a jetstream atherectomy catheter with an unknown guidewire and emboshield. The device was visually and microscopically examined for any damage. Visual examination and microscopic examination revealed no damages. Device to device interaction test was performed by inserting a test 0.014 thruway guidewire into the device. The guidewire was able to pass through without any issues. Inspection of the remainder of the device revealed no damage or irregularities.